Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10995. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed and released successfully. The physician checked for an effusion and he saw what he believed to be a mild pericardial effusion. There was a small accumulation of fluid in the pericardium noticed on the echocardiogram. The physician's observed the patient for about 10 minutes and determined that the patient was asymptomatic and the accumulation was not substantial enough to warrant intervention. The physician then decided to administer protamine to reverse the anticoagulation. The patient remained stable throughout and there were no patient complications.